Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the suture mediated closure (smc) system was not returned; only the suture and suture cutter were returned for evaluation. The reported suture break was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in both common femoral artery was completed with two proglide devices on each side, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 18f and the aaa procedure was completed. Reportedly, at each common femoral artery, a proglide suture break occurred during knot advancement. Another proglide device was placed on each artery. Hemostasis was achieved on both sides with one successfully preplaced suture and one suture placed after the aaa procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.